Manufacturer narrative:
Device evaluation- the returned device was give-n functional and delivery testing. The returned device was found to meet with delivery specifications. The reported issue could not be duplicated during testing.

Event description:
It was reported that the device "failed accuracy testing" with a result of (B)(4)%. No patient involvement reported.